Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device (clip caught on chordae), difficult to open or close (gripper actuation - single), or migration (partial clip movement). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device (clip caught on chordae) is related to procedural conditions (clip caught on chordae during positioning). The reported difficult single gripper actuation appears to be related to procedural conditions (tension in system, resolved with troubleshooting). The reported migration is a cascading event of the entrapment of device (chordae pulled clip after deployment). The reported foreign body in patient is a cascading event of the entrapment of device. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. An xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. During the optimization of septal leaflet insertion, it was observed that the gripper was not lowering. Troubleshooting, was performed and the issue was able to be resolved. The clip was then deployed on the septal leaflet and chordae. After deployment, the clip partial detached from the septal leaflet. To stabilize the clip, two clips were implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.